Event description:
Triton pump over infusion, determined to be attributed to the nurse being able to incorrectly attach the pump tubing to the pump.

Event description:
Triton walkmed infusion pump, when programmed in ramping mode, infused incorrectly in a shorter amount of time than programmed.